Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Return of the device and sheath may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a cause for the reported difficulty to remove the protective sheath. The reported stent dislodgment appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or forced sheath removal resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified de novo lesion in the mid circumflex artery. Resistance removing the protective sheath off a 2.5x15mm rx multi-link 8 stent delivery system (sds) was felt and the stent dislodged into the sheath. The sds was not used and the procedure was successfully completed with a 2.5x18mm multi-link 8 stent system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.